Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure performed on (B)(6) 2023. The procedure was completed successfully under general anesthesia and was performed right after high-dose rate (hdr) brachytherapy, which went well. One week after device implantation, the patient reported a foreign body sensation in the low rectum. The physician got a computerized tomography (CT) simulation that showed inflammation, also reported as swelling, of the rectum and hydrogel that had gone inferior into the needle track, without compromising the sigmoid. The physician put a foley catheter into the rectum and measured the distance from the lumen to the hydrogel of 4mm. On week two of external beam radiation therapy (ebrt), the patient underwent a digital rectal examination, and the hydrogel was perceived through the rectal wall but was not present in the mucosa nor had penetrated the lumen. On week three, the patient started reporting having mucus discharge through the rectum several times a day accompanied with pain while defecating rated at 6 out of 10 on the pain scale. A magnetic resonance image (MRI) was done, showing no obvious signs of rectal wall infiltration however showing possible compromise of the adventitia or serosa. The patient was prescribed a medrol dose pack which reduced his pain from a 6 out of 10 to a 2-3 out of 10. However, when the medrol wore off, the pain increased to a 4. Upon further review of the cone beam cts image at simulation, there was a portion that was noted to possibly extend slightly into the rectal wall. It was noted to not be to the mucosa as the catheter was noted on the imaging that outlined the lumen well. Upon further review of the most recent CT, it was determined there was significant inflammation of the rectum from above the radiation zone and above the hydrogel all the way down to the anus. This was noted to be a massive inflammatory reaction of the rectal wall. The patient was sent for a complete blood count (cbc) with differential. The plan was to try aleve, and if that didn't help then another medrol dose pack and proctofoam and try to finish the patient's treatment.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Imdrf patient code e2326 is being used to capture the reportable event of inflammation. Imdrf patient code e2330 is being used to capture the reportable event of pain. Imdrf patient code e2338 is being used to capture the reportable event of swelling. Imdrf patient code e2315 is being used to capture the reportable event of fluid discharge.